Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. The device header was then examined and the ring tip seal plugs appeared to be damaged and loose material was found in the setscrew area. Analysis concluded this device electrically functioned within specification.

Event description:
Boston scientific crm received information that this pacemaker was attempted, but not implanted because the setscrew removed from the header. The device was returned for analysis.